Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device displayed an "incomp. Error" message, the clinician was not clear if the shock was delivered to the pt. The crew performed manual CPR while troubleshooting the device. Complainant indicated that upon a second attempt to deliver energy, the device shocked successfully. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.